Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The 8f dilator was not returned. The sheath and dilator were fully engaged upon receipt; the dilator was removed to enable visual inspection. The proximal portion of the soft sheath tip was noted to be rolled forward and had multiple creases. Additionally, the radiopaque marker was visible. The sheath was flushed with fluid an 8f dilator from inventory was inserted and successfully advanced through the entire length of the sheath assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The sheath was flushed with fluid an 8f dilator from inventory was inserted and successfully advanced through the entire length of the sheath assembly. A gap was noted at the dilator/sheath transition due to the aforementioned sheath distal tip damage.

Event description:
During device preparation for the atrial fibrillation procedure, the tip of the dilator was found to be frayed. The insertion was attempted, but a strong resistance was noted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. No new puncture was performed.